Event description:
It was reported "our sherlock has to be held once you connect the stylist. If you don't hold the two clips together with pressure that's the only way you can get the white & yellow line of the EKG. 2 of our PICC's today we had to leave 2-3 cm out the 2 patients we had to do dressings on had to be pulled back because of heart palpitations." Additional information received 04/11/2023: it was stated there was no patient harm. This report addresses the first device and patient.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.